Event description:
It was reported that the insulin pump alarmed failed battery test followed by check blood glucose then buttons were unresponsive. Customer's blood glucose was 125 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test alarm and check bg alarm was noted. All buttons functioned properly. However, found moisture damage on the keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.